Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that it caught on stent. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that it caught on stent. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest catheter was returned for evaluation. No specific anomalies were found during the visual examination. On the functional testing, the catheter was inflated with an in-house presto inflation device and water was leaking from the balloon. Furthermore, the balloon fibers were stripped and upon further microscopic observations a compound rupture was noted. No other functional testing was performed. During the microscopic observations, a compound rupture was observed. Hence the investigation is confirmed for the reported balloon rupture. However, the investigation for the reported balloon entrapment remains inconclusive as the condition of use couldn¿t be replicated under laboratory conditions. A definitive root cause for the reported balloon rupture and entrapment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 expiration date: 12/2026. H11: section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.